Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she receives a constant high-pitched tone from her insulin pump. Her blood glucose level at the time of incident is unknown. The insulin pump was tucked into her bra but she had a baby sock on it; the tone occurred per normal use. The customer stated that she removed the battery and a black rectangle appeared on her screen. Troubleshooting was initiated and the audio anomaly was cleared, but the partial display remained. The customer was advised to revert to backup plan per health care provider's instruction. The customer returned the pump for analysis and was sent a replacement device.

Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen on full segment display due to faulty connector on interface board. The insulin pump was also received with minor scratches on lcd window and cracked reservoir tube lip. The insulin pump was unable to confirm missing segments/partial display due to a frozen screen.